Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm was received resulting in the pump data missing. There was no reported impact to customer¿s blood glucose level. The pump was reset and the customer successfully resumed insulin therapy.